Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient faced an infection at the infusion set insertion site located on the abdomen,event on (B)(6) 2025. Patient developed swelling, redness, and pain after three days of infusion set use. Patient went to emergency room (ER) on the same day, but was not hospitalized. No further information available.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-16679), was submitted on 18-nov-2025. Upon completion of the investigation, the manufacturing date was updated as 28-apr-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012931, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 13-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6012931. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6012931 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 08 on 28-apr-2025, with a total of (B)(4) units. The assembly, lot 5d01278 was manufactured according to the wi version 29 and manufactured in the quickset line, on 26-apr-2025, with a total of (B)(4) units. The assembly, lot 5d05086 was manufactured according to the wi version 29 and manufactured in the quickset line, on 28-apr-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5d01260 was manufactured according to the wi version 42 and manufactured in the gluing machine mp04 - mp08, on 24-apr-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5d01261 was manufactured according to the wi version 42 and manufactured in the gluing machine mp04 - mp08, on 26-apr-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 2 air leak test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non conformance (nc) raised during productionrelated to complaint code, 1 complaint in thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.